Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that the knives used during two separate surgeries were dull. Both patients experienced wound separation and had to return to the operating room for additional, unspecified treatment. Additional information has been requested.